Event description:
It was reported that a small volume folfusor did not deliver its contents. This occurred during infusion. After the device and the patient¿s catheter were checked for flow the device was reattached and the device functioned as expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 9, 2014 ¿ september 10, 2014. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was filled with water and flow of fluid was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.